Event description:
It was reported that immediately after connecting the iab to the pump, purge failure alarms were experienced. Because of this, the pump was exchanged. The second pump experienced multiple purge failure alarms. The iab was then removed and replaced. There were no reported pt complications.